Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx drug eluting stents were implanted, two in the rca and one in the lad. Approximately one day post index procedure, myocardial infarction was reported. The investigator assessed the event as possibly related to the device but not related to the anti-platelet medication. Sponsor assessed the event as possibly related to the device but not related to the antiplatelet medication. The patient recovered.

Manufacturer narrative:
The patient has a medical history of hyperlipidemia, previous mi and pci. The index procedure was prompted by non-stemi myocardial infarction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec assessment, non-q-wave mi (target vessel lad) 3rd udmi peri pci. Cec commented side branch occlusion-septal branches and that troponin was relatively stable prior to procedure. If information is provided in the future, a supplemental report will be issued.